Event description:
It was reported that the patient is deceased and died approximately seven months post implant of the single chamber implantable cardioverter defibrillator (ICD). Within the week prior to the patient's death a decrease in the r wave was noted on the trending table and during r wave sense testing; although "[n]o dropout [was] noted during tachycardia detection." There was no "proximate cause" of sudden cardiac death found on autopsy, and the "suspected" event was pulseless electrical activity or other electromechanical arrest.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The actual cause of death will not be received. Evaluation summary: (B)(4) - the device was returned to the manufacturer and analyzed. No anomalies were found. (B)(4) - the partial lead was returned to the manufacturer in segments and analyzed. No anomalies were found. There was apparent explant damage. The defibrillation conductor was stretched; there was blood/body fluid on the outer tubing overlay, which had a breached cut and cosmetic environmental stress cracking (esc). The outer tubing had esc breach/breach (non-electrical). The outer insulation had a breached cut and cosmetic depression. There was blood in/on the helix/lobe mechanism. Correction: the concomitant device was removed.

Event description:
It was reported that the patient is deceased and died approximately seven months post implant of the single chamber implantable cardioverter defibrillator (ICD). Within the week prior to the patient's death, a decrease in the r wave was noted on the trending table and during r wave sense testing; although "[n]o dropout [was] noted during tachycardia detection." There was no "proximate cause" of sudden cardiac death found on autopsy, and the "suspected" event was pulseless electrical activity or other electromechanical arrest.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The actual cause of death will not be received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The actual cause of death will not be received. Evaluation summary: (B)(4): the device was returned to the manufacturer and analyzed. No anomalies were found.